Event description:
During preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube and the fifth seal did not deploy into the aorta. A side biter clamp was used to complete the procedure. No add'l pt complications were reported. This report is for the seal that did not deploy and a side biter clamp was used to complete this procedure.